Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed, the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
No blank display noted. Unit was received with a missing segment/partial display anomaly. Unable to perform displacement test operating current tests, self-test, and off no power test due to missing segment/partial display anomaly. Pump history download using thds was successful. However, there is no alarm anomaly on event date. Pump was cut and open, no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test boards confirms missing segment/partial display anomaly, problem isolated to lcd board. The p-cap locks properly into the reservoir compartment. Following were noted during visual inspection: scratched case, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label, stained end cap sticker. Blank display not confirmed. Missing segment/partial display anomaly, problem isolated to lcd board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.